Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: part returned. E1: reporters state: (B)(6) . H3, h4, h6: device history lot: part # 311.01. Synthes lot # a4ga126. Supplier lot # na. Release to warehouse date: 13 jan 1997. Manufactured by synthes exton. No ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: background: we would like to send in a handle with mini quick coupling (p/n: 311.01; serial number not visible). The handle has broken apart, please see the picture for reference. Please use po# (B)(4) to process the exchange. 01/21/2021: updated event description: this complaint involves one (1) device. Note: following investigation was performed both on the returned physical device and pictures available in the following attached in the "external handle w mini quick coupling (311.01)" notes and attachment section in the pc. Investigation flow: damage. Visual inspection: the handle with mini quick coupling (p/n: 311.01, lot #: a4ga126) was returned and received at us cq. Upon visual inspection, it was observed that the handle was broken and was taped. No other issues were observed with the returned device. Device failure/defect was identified. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review : based on the date of manufacture, the current and manufactured revision of drawings were reviewed . Handle with mini quick coupling: 311_01, rev. Ac/n. Complaint was confirmed. Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion : the complaint condition was confirmed for the handle with mini quick coupling (p/n: 311.01, lot #: a4ga126). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a handle with mini quick coupling was found to be broken. There is no further information available. This report is for one (1) handle with mini quick coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4